Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was not reported. The treatment and outcome of the peritonitis were not reported. The pd therapy was ongoing. No additional information is available.